Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing atrial fibrillation. The right ventricular lead exhibited loss of capture; a chest x-ray revealed that the lead had dislodged. On (B)(6) 2016 the lead was explanted and replaced. The patient was doing well post surgery and would continue to be monitored.